Event description:
It was reported that a stent was placed uneventfully on 10/27/97. On 11/5/97, the pt presented in the ER with an acute mi. Reportedly, the pt had been taken off anticoagulant therapy, (ticlid and aspirin), in preparation for leg surgery, (not related to the stent procedure). The stent was found to be occluded. Attempts were made to open the occlusion with a dilatation catheter, however, they were not successful, and the pt expired.